Event description:
It was reported that noise and low pacing impedance were observed on the lead. Lead fracture was found. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.